Event description:
It was reported that a patient's right atrial (ra) lead exhibited high capture threshold. Nothing out of ordinary was noted on the diagnostic imaging. On (B)(6) 2025, the ra lead was capped and replaced. The patient's condition was stable following the procedure.